Event description:
It was reported by the affiliate that the (1) tlc75 was used during a hemicolectomy procedure. It was reported that upon removing the stapler from the package and applying over the tissue the cutter partially fired and would not complete its firing cycle. A new cutter was used to complete the procedure. There was no pt consequence.